Event description:
Per the clinic, the patient experienced an incorrect electrode placement at the initial implantation. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Correction: the reason of explant was due to other medical reasons; not incorrect electrode placement as previously reported. Device analysis report is attached. This report is submitted on june 14, 2022.